Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend instrument was not firing energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) reported that the logs do not reflect any related information. Tse had the customer swap to a second vessel sealer instrument with no resolve. The tse had the customer power cycle the erbe, power-cycle the system, and try the other bipolar port with no resolve. The tse then had the customer swap to a bipolar instrument with no resolve. The tse then had the customer swap to another arm and exchange to another bipolar with no resolve. Tse could remotely see the energy pedal being pressed and hear the system tones. The screen was also confirmed to be lighting up, but no energy was coming from the instrument. The tse asked if customer could bring in another generator. The customer elected to convert to laparoscopy at this time. Isi followed up with the initial reporter and obtained the following additional information: the surgeon attempted to use the sureform stapler 60 instrument, however the stapler would not complete clamping cycle nor fire. They received a ¿tissue too thick¿ message on the screen. The target tissue was mesorecta. The customer switched to a black reload and adjusted the amount of tissue in the jaws to complete the fire. The surgeon was able to proceed with the case and there were no further issues with the stapler. Later in the same procedure, the surgeon needed to use the vessel sealer extend instrument, but it would not work. There was no tissue effect, no report of arcing, and the surgeon only heard the long audible tone. There was no tone indicating a complete seal. The customer performed a full system restart, reseated the sterile adapters, and tried changing the instrument to a different arm, but the issue persisted. The customer then tried a second vessel sealer extend instrument and the same issue occurred. The customer also tried using a fenestrated bipolar forceps instrument, but no energy was delivered either. The customer tried different bipolar ports on the erbe with no resolve. The customer did not have a spare generator to use in the case and the surgeon needed energy to continue with the procedure; therefore, the surgeon elected to convert o laparoscopic surgery. The procedure was completed laparoscopically with no patient injury. No fragment fell into the patient and there was a procedure delay of approximately 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. The unit vessel sealer was not firing during evaluation.